Event description:
Technician had inserted IV catheter. Was unable to attach tubing or cap to the end of it. Possible defective catheter hub - did not fit either an IV tubing or a line cap. Tech removed IV device and reinserted a fresh one for procedure. Device is available for product rep to pick up for investigation.